Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (cartridge change error) was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to troubleshoot the occlusion with tandem technical support. Additionally, it was reported that the customer received a cartridge change error during the load process. Reportedly, the customer had manual injections available as alternate insulin therapy. The customer's blood glucose level was 120 mg/dl.